Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not done". The patient's medical history included obesity and paratubal cyst. Concurrent conditions included adenomyosis and uterine cervical squamous metaplasia. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: benign ovarian cysts"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful menstrual cycles"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue,") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection.") And headache ("headaches,"). The patient was treated with surgery (hysterectomy,bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, weight increased, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal mycotic infection, migraine, dysmenorrhoea, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not done". The patient's medical history included obesity and paratubal cyst. Concurrent conditions included adenomyosis and atypical squamous cells of undetermined significance. In 2009, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: benign ovarian cysts"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful mestrual cycles"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue,") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection.") And headache ("headaches,"). The patient was treated with surgery (hysterectomy,bilateral salpingo-oophorectomy). Essure was removed on 11-may-2021. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, weight increased, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal mycotic infection, migraine, dysmenorrhoea, dyspareunia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in date of insertion (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-sep-2021: mr received. Case becomes an incident. Surgery was added. Surgery names, concurrent conditions, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.